Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the left ventricular lead had high impedance and had a fracture. Programming changes were made to resolve the issue. The patient was stable throughout the event.